Manufacturer narrative:
The insulin pump had missing segments due to cracked lcd zebra connector. Pump was received with detached end cap. Unable to perform the displacement, unexpected error test, rewind, basic occlusion test, occlusion test or excessive no delivery test due to detached end cap. Pump passed the operating currents measurement test. Pump had cracked case at display window corners, battery tube threads, minor scratched and cracked display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump failed and broke. The product was returned for analysis.